Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andt here was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that during implant attempt, a stylet could not be inserted into the lead. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.